Manufacturer narrative:
The ambient ring, also known as the flare light, is primarily used for cosmetic and aesthetic purposes. It is controlled from the user interface module (uim) and can be switched on and off by the user according to the instructions for use(IFU). This incident was caused by the failure of one section of the light ring, flickering is a known failure mode and happens when the light(led) reaches the end of its lifecycle. In this case, the light source at site was over 3 years old, it was replaced before in 2020. Analysis of the replacement data has concluded that the failure rate is too high and not meeting expectations. Based on this a CAPA was initiated in which it was decided to initiate a field action covered in 2024-pd-mr-033.

Event description:
In this case, the customer reported that lights flickering (ball lights) one section of the light bulbs has blown. The patient experienced an epileptic seizure. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has started an investigation. A follow up report will be send when the investigation has been completed.